Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer experienced high blood glucose of 527 mg/dl. Customer reported to fell nausea and dry mouth. Customer has an emergency kit and treated the event with syringe. It was stated that every time customer press any button, insulin pump screen present blank display and customer was not able to access the information. Troubleshooting was performed. The auto test was performed and insulin pump passed it. Customer reported that the high blood glucose event started at dawn due to the pump blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and heating up due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.